Event description:
It was reported that, "the patient presented to dr. (B)(6) office on (B)(6) 2012 complaining of hip pain for the past two years. An x-ray revealed a lose acetabular shell. During surgery, I noted there was no bony ingrowth of the shell. A zimmer tantalum shell was used as the replacement device."

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.